Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus india there was the possibility that the reported phenomenon was attributed to the failure of the power supply circuit board and/or the image processing circuit board due to the normal aging deterioration. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during preparation for use of the subject device, the subject device automatically restarted every two-to-three minutes after the turning on the subject device. The service department of olympus (B)(4) checked the subject device and found that the subject device turned off automatically after the five minutes from turning on the subject device due to the failure of the electrical circuit board. The service department of olympus (B)(4) also found that the sdi input/output did not functioned due to the failure of the electrical circuit board. There was no report of patient injury associated with this event.